Event description:
The customer stated that he was hospitalized with a low blood glucose reading of 18 mg/dl. The customer also stated that the insulin pump alarmed during the manual prime. Troubleshooting was performed and the insulin pump was unable to prime. No further troubleshooting was possible. Advised the customer that the insulin pump needed to be replaced due to the prime anomaly. Advised the customer to revert to a back-up plan.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.